Event description:
It was reported that this right atrial (ra) lead was found to have perforated the myocardium and patient experienced chest pain radiating to the back. The physician opted to surgically reposition the lead. This lead remains in service. No additional adverse patient effects were reported.